Event description:
It was reported that the pump¿s critical alarm was sounding, and a pump motor stall that occurred on (B)(6) 2013 (or (B)(6) 2013, discrepant dates) hadn¿t recovered. The motor stall and alarm were confirmed through the pump telemetry. The patient had gone to the emergency room with symptoms of withdrawal and was symptomatic, specifically itching and ¿a little confusion.¿ the patient was going to be admitted [to the hospital] for the next couple of days. Another reporter indicated that the pump had been updated several times and a bolus had been attempted to determine whether or not the pump was functioning. Drug delivered via the device was lioresal. It was later reported that the pump was replaced due the motor stall that had not recovered for 48hrs. Patient outcome was stated as recovered without sequela.

Event description:
Additional information: the pump was stated to have been stalled for over four days; cause unknown. The event was stated to be a serious injury/illness and that patient recovered without sequela as reported previously

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n184853016, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The pump was received with a hard motor stalled that later recovered during analysis; however it stalled again during flow testing. Further analysis showed significant residue and shaft wear on the upper shaft of gear 2 and some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly and on the lower shaft of the rotor magnet. The rotor magnet was accidentally lost while trying to clean the residue off it and as of the date of this report was missing (due to this there was no second photo taken for the rotor magnet). Once found the missing component will be added back to the rest of the components. Analysis concluded pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.